Event description:
During the procedure the generator was constantly switching off. The procedure was cancelled.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to the upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).